Manufacturer narrative:
H11: h2: corrected information on: h6 (impact code). H3, h6: the reported device was received for evaluation. A visual inspection and a functional evaluation revealed no defects were found that would make it impossible for the equipment to function properly. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a defective transducer or crimped inflow tubing. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a shoulder arthroscopy procedure, the dyonics control unit was out of calibration, with the pressure reading 35 and flow at 1. The patient's shoulder began to swell, and upon removal of the cannula, a significant amount of serum leaked. The surgery was completed using the same reported device. There was no surgical delay, and no further complications or harm was reported to the patient.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.